Manufacturer narrative:
(B)(4).

Event description:
It was reported that during percutaneous coronary intervention (pci) procedure, stent damage occurred. The 90% stenotic lesion was located in the severely tortuous and severely calcified left circumflex artery. The physician advanced the 3.0x20mm taxus liberte stent to the lesion, but was unable to cross. Upon removal of the stent delivery system it was noted that the distal edge of the stent was flared. The procedure was completed with a different device. No patient complications were reported and patient status is good.

Event description:
It was reported that during percutaneous coronary intervention (pci) procedure, stent damage occurred. The 90% stenotic lesion was located in the severely tortuous and severely calcified left circumflex artery. The physician advanced the 3.0x20mm taxus liberte stent to the lesion, but was unable to cross. Upon removal of the stent delivery system it was noted that the distal edge of the stent was flared. The procedure was completed with a different device. No patient complications were reported and patient status is good.

Manufacturer narrative:
Device evaluation: tactile inspection of the returned device revealed a shaft kink located 18cm from the tip. Magnified inspection of the distal components revealed that the stent had moved 3.5mm distally. The stent was also damaged at the distal end. The first two rows on the distal end of the stent were bent back distally. The outer diameter of the undamaged portion of the stent was measured and met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).